Event description:
Customer's daughter reported customer had display and calibration issues with her freestyle freedom meter and not able to test her blood glucose. Customer's daughter reported customer experienced symptoms of flushing, sweatiness and loss of consciousness. Customer was taken to a doctor who diagnosed customer with severe hypoglycemia and treated customer with glucose, intravenous fluid and food. In addition, customer's daughter reported customer ate food to counteract her symptoms. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.